Event description:
It was reported that the patient presented in clinic for follow up when the device was observed to be in back up vvi mode. The patient was asymptomatic. A firmware download was performed successfully and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.